Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an app crash alert occurred. It was determined that the issue was related to the mobile application. It was reported that the operating system for the smart device was not a supported system, which is off label usage of the device. The root cause could not be determined. No injury or medical intervention was reported.